Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5032855) in united states on (B)(6) 2014. She had essure (fallopian tube occlusion insert) inserted and experienced no sex drive, painful sex, prolonged periods, unnatural bleeding and depression figative. No information was given on the consumer's history, past drugs, concurrent conditions or concomitant medication. On (B)(6) 2011 the consumer had essure (fallopian tube occlusion insert) inserted. She experienced really bad side effects from essure, such as no sex drive, painful sex, prolonged periods, unnatural bleeding and depression "figative". She had it removed on (B)(6) 2013 and reported that she has lost her life during those years that she had essure in place and is still not fully back to her normal self. Follow-up information received on (B)(6) 2014. Patient demographic data were added. She was (B)(6) at time of events. The patient stated that, before essure, she used mirena for a while, but she removed it due to massive side effects (already reported). She also experienced reactions to depo. According to her she has adverse reactions to a lot of things. Other relevant medical history or concurrent condition was denied. In (B)(6) 2009 (date updated) the patient had essure micro-insert inserted, lot number was 836496. The insertion occurred about 1 year after delivery. In (B)(6) 2009 the patient underwent a hsg (hysterosalpingography) and it showed that the coils were placed properly. The reporter confirmed all previously reported events and asked to correct the event depression figative to depression fatigue. The events started after (B)(6) 2009. Patient was also diagnosed with endometriosis and was told it was inoperable and that there was nothing the physicians could do after she declined the treatment with depo-lupron shots. So, she went to a different physician who performed a laparotomy and removed the essure in (B)(6) 2013. The micro-inserts were in the correct location occluding the tubes. Hysterectomy or salpingectomy was not necessary. The reporting consumer stated that the essure removal was medically necessary and that she had undergone numerous x-rays, ultrasounds, and lab studies but no allergy tests were performed. After essure removal the patient underwent x-rays to make sure the fragments were all removed and nothing was left over. There were no pathology results, but the doctor told the patient she had no endometriosis. Hospitalization was denied and she recovering from the events after the device removal; she was still experiencing painful intercourse and no sex drive. The patient believed that the events were caused by essure once didn't have any of these issues prior it insertion. Follow-up information received on (B)(4) 2014 - ptc investigation result provided: (B)(4). Medical assessment: the events reported are not necessarily indicative of a quality defect. No complaint sample was provided for technical investigation. No further adverse event was reported at the time of this assessment. No additional ae case report has been received to date in relation to batch no. 836496. No batch signal could be identified. The review of the lot history records found that the product met product release specifications. At the time of this medical evaluation the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4). Follow-up information received on (B)(4) 2014: no new clinical information provided. Follow-up received on (B)(4) 2015: information received states that consumer has black spots all over her teeth. She is allergic to nickel and informed that she was not marked for nickel allergies at the time of insertion. Consumer also reported that she can feel it burning and sizzling, she experienced excruciating pain and stomach bloats. Consumer had full hysterectomy and presented instant relief. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced excruciating pain and unnatural bleeding (interpreted as genital bleeding). Both events were considered serious and are considered listed in the reference safety information for essure. In this case, no alternative explanation was provided. Based on available information and considering a positive dechallenge, a causal relationship between essure and events is possible and assessed related. This case was regarded as incident due to full hysterectomy performed. According to product technical complaint investigation results, there is no reason to suspect a quality defect. Additionally, non-serious events were added. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.